Event description:
It was reported that pump touchscreen became frozen and would not respond, preventing customer from interacting with pump screen, although there was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed but issue persisted and touchscreen remained unresponsive. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was informed they would need to reenter pump settings and reconnect continuous glucose monitor on replacement pump, while technical support confirmed shipping details and requested return of problematic pump using provided prepaid label.